Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was having issues heating up and was sparking. It caused redness around the incision and caused burn on a patient. The doctor had to apply ointment for relief.